Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our spanish affiliates, during implant of a 29mm sapien 3 valve in aortic position by transfemoral approach, due to a plaque of calcium in iliac, the valve was unable to be advanced all the way up through the introducer, and the valve was stuck in the distal segment of the esheath. The system was removed as a single unit without difficulties. After the removal of the system, a longitudinal tear from the distal tip was identified. A new kit with a new esheath and delivery system (ds) and crimped valve were used successfully in replacement. After the procedure, a dissection in the access site was observed and surgically treated with success. The dissection was caused by the cascade of events initiated with the inability to advance due the resistance between ds and esheath. It was not clear in which part of this cascade the dissection occurred. The patient was noted as to be discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3u and esheath IFU's were reviewed along with the device preparation and procedural manuals. Contraindications include 'this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and sheath'. Potential adverse events include 'complications associated with standard catheterization and use of angiography include, but are not limited to, allergic reaction to anesthesia or to contrast media; injury including perforation or dissection of vessels; injury at the site of access that might require vessel repair; thrombosis and/or plaque dislodgment which may result in emboli formation; distal vessel obstruction; stroke; ischemia and/or death'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'inability to advance through sheath' and 'sheath distal tip split' were unable to be confirmed due to no imagery nor device provided. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints which include 'inability to advance through sheath. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following factors were identified as the applicable root cause(s) for encountering increased resistance: calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per event description, 'due to a plaque of calcium in iliac, it was unable to advance the valve all the way up through the introducer, and the valve was stuck in the distal segment of the esheath'. Additionally, provided information indicated that patient had heavy calcium plaques in iliac vessels. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' As such, available information suggests that patient factors (calcification) may have contributed to the reported event. As no device/imagery were provided, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined for sheath distal tip split. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'after the removal of the system, it was observed a longitudinal tear from the distal tip (identified by the reporter as a distal tip split) ['] as per medical opinion, the root cause of the event was the unfavorable anatomy ([heavy] calcium plaques in iliac).' Per the IFU, this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and sheath. In this case, high resistance was found during valve advancement through sheath due to a plaque of calcium in iliac. Patient factors such as calcification can directly damage the sheath distal tip and lead to the reported tip split, especially if compounded with excessive manipulation to overcome the experienced resistance during delivery system advancement. Available information suggests that patient (calcification) and/or procedural (excessive manipulation) factors may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our spanish affiliates, during implant of a 29mm sapien 3 valve in aortic position by transfemoral approach, due to a plaque of calcium in iliac, it was unable to advance the valve all the way up through the [sheath]. The system was removed as a single unit and a new system was used successfully. After the procedure, it was observed a dissection in the access site that was surgically treated with success.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.